Manufacturer narrative:
A photo was returned showing the 011-cl3534. Fluid was observed below the chemolock. The reported complaint of leakage can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap where it was reported that the nurse noticed 10 minutes after connecting the paclitaxel bag, a leak of liquid at the extension level; the liquid beads up on the tubing and at the clamping ring. The patient was exposed to a paclitaxel solution on the skin (her hand). The nurse has been exposed at arm level. The non-administration of a specific anticancer treatment (treatment stopped after around ten minutes from the start of administration). A small amount of treatment was received by the patient. Due to this event, a mandatory postponement of paclitaxel treatment was carried out. This postponement involved a delay in administration of other therapies contained in the chemo protocol, in which the patient is also included. Extension of length of hospital stay (discharge the next morning instead of the same day, after administration of chemotherapy). In addition, the patient received taxol on the hand while moving around the room with the infusion stand. The nurse received a few drops of taxol which she rinsed with soap and water. No need of medical intervention because the doctor was informed that it was impossible to administer the treatment due to the leak. There was no physical default on the disposable. No cut, no tear, no hole on the disposable.

Manufacturer narrative:
The physical sample is not available however photos of the event were provided and an investigation is pending.